Event description:
It was reported that the tip of the syntel silicone thrombectomy catheter broke off during the thrombectomy procedure. No injury occurred.

Manufacturer narrative:
The product was received for evaluation. The balloon of the catheter was observed to slip and retract slightly from the distal portion of the catheter as a result of the ligature failing to hold the balloon in place. Since the balloon no longer covered the distal end of the catheter tip, it allowed fluid to leak out of the tip instead of inflating the balloon. This prevented the device from functioning as intended. This issue is due to an operator error while tying or gluing the distal ligature of the device. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.